Manufacturer narrative:
Echelon is a 1.5 tesla magnet. The patient was touching the "tunnel" surfaces of the magnet, so heat tests were done on the surfaces. The maximum surface temperature reading was 83 degrees f. The images of the patient were reviewed. Image quality problems were noted, but appear to be related to the scan protocol used, which weren't appropriate for a patient of this size. There was no indication of a system malfunction. Since the blistered area was within a fat roll, there would have been skin-to-skin contact and the roll could have formed a conductive loop for the radio frequency energy transmitted by the MRI system. If the patient was sweating, this could have raised conductivity of the skin and increased the possibility of current flow. This may have produced the reported injury.

Event description:
On (B)(6)2010, a patient was scanned on the hitachi echelon MRI system. Near the end of the exam, the patient reported that she felt a burning sensation. The procedure was stopped. The patient got dressed and told the staff, she felt fine and left the facility. On (B)(6)2010, the patient called back to report that she noticed a blister on her abdomen on (B)(6)2010 and that she was seeking medical treatment on (B)(6)2010. The patient reported that the blister is on the left side of the abdomen under a fat roll and is about the size of a half dollar, with small blisters around the larger one. The patient was treated for a second degree burn and given silvadene ointment.